Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair procedure on (B)(6) 2013 and mesh was implanted. On (B)(6) 2013, the mesh was removed due to incarceration of the bowel. Additional information was requested.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The actual mesh was returned for evaluation. The mesh showed a strong crumbled appearance. The mesh was partly folded half over one side and seemed to be folded two times. The folded areas are completely adhered to each other and show embedded tacks which are protruding through the mesh in both directions. Furthermore, sutures of unknown thread material were observed and do not have the appearance of stay suture. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.